Event description:
It was reported that an ilet bionic pancreas would not charge, and the user¿s family initially suspected the charger but later determined the ilet itself was not accepting charge; the user transitioned to multiple daily injections and turned the ilet off while awaiting resolution, and a replacement ilet was provided with instructions for returning the original device. Symptoms included no adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and no change in clinical status beyond discontinuation of the affected device. Investigation included customer support troubleshooting and verification of correct placement on the charging pad, followed by collection of the original device for evaluation. Investigation of this device revealed a device power or charging failure consistent with a malfunction of the charging/power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to charging that warranted replacement.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.